Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The event relevant measures were checked and found to meet the specifications referring to drawing se_024610 vers. A.

Event description:
During a hip fracture procedure, it was reported the surgeon tried to place a 135 degrees dhs plate-standard barrel 4 holes over the insertion guide and it would not feed over. The surgeon tried several time and finally used another plate which went over very easily. Reportedly there was no patient harm during the surgery; however, the procedure was extended beyond 15 minutes.

Event description:
This report is #1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The device has been received and the investigation is ongoing.